Manufacturer narrative:
The device was not returned for testing. End-user was using the product with a sharps container specific to another brand of pen needles that resulted in self injury. An explanation of how to use the easytouch pen needles with the protective clear cap was described to the end-user, there was no malfunction that occured.

Event description:
End-user is discarding the easytouch pen needles into a sharps container that is specific to another brand of pen needles. End-user is attempting to take the pen needle off the insulin pen without putting the clear protective cap back on the pen needle to remove it from the insulin pen and the unintended use is resulting in self-injury.